Event description:
It was reported that the video system center experienced intermittent image flickering that progressed to the image blacking out. The issue occurred during the procedure while the patient was under sedation. The procedure was completed using the same device.there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.